Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. Vascular access was obtained via the femoral artery. The greater than 70% stenosed de novo lesion was located distal to a previously placed stent in a non-calcified and non-tortuous mid right coronary artery. A 3.00x24mm taxus liberte' drug eluting stent was advanced to the lesion, but could not cross the previously placed stent. A 3.00mm balloon was used to predilate the lesion and the distal end of the prior placed stent. Another 3.00x24mm taxus liberte¿ drug eluting stent was advanced to the lesion and deployed at 12 atms. The physician attempted to remove the stent delivery system and balloon withdrawal resistance was noted. The balloon was reinflated to 6 atms and the physician then pulled negative in order to remove the stent delivery system. The stent remained well positioned and well apposed and the procedure was successful. No patient injuries or complications occurred. Patient status is listed as "fine."

Manufacturer narrative:
Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).